Manufacturer narrative:
Reported event: an event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a poly swap and I&d were done. A 6x9 insert was revised to a 6x10 insert. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised. A poly swap and I&d were done. A 6x9 insert was revised to a 6x10 insert, based on surgeon preference. No further information will be released by the hospital or surgeon.